Event description:
It was reported that a rotawire was detached and the core remained inside the patient's body. The 90% stenosed target lesion was located in the severely calcified and tortuous proximal end of left and distal circumflex artery. A 330cm rotawire¿ and wireclip¿ torquer was selected with a 1.25mm burr and 1.5mm burr. Ablation was performed for 20 seconds, 5 times with the 1.25mm burr which rotational speed was set to 200,000 rpm for the functional test. The rotation speed then went down 7000 rpm. Furthermore, another 1.5mm burr was used 8 times with the rotational speed set to 200,000 rpm for 20 seconds. The rotational speed then went down 8000 rpm. Subsequently, an opticross imaging catheter was advanced via the floppy rotawire. It was observed that the rotaburr never came in contact with the rotawire and did not remain in one position during ablation. It was then noted that the rotawire was detached. The detached part of the rotawire was then removed from the patient by snaring. It was then reported that the radiopaque tip could be removed but the core part still remained inside the patient. The procedure was completed with this device. There was no patient complications reported and the patient's condition is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual and tactile inspection was performed and found that the spring tip was detached. All the outer diameter measurements are within the specifications. The returned device was sent for external (B)(4) lab analysis to determine the fracture failure mode and revealed that the failure was produced by bending overload and by rotational wear. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a rotawire was detached and the core remained inside the patients body. The 90% stenosed target lesion was located in the severely calcified and tortuous proximal end of left and distal circumflex artery. A 330cm rotawire¿ and wireclip¿ torquer was selected with a 1.25mm burr and 1.5mm burr. Ablation was performed for 20 seconds, 5 times with the 1.25mm burr which rotational speed was set to 200,000 rpm for the functional test. The rotation speed then went down 7000 rpm. Furthermore, another 1.5mm burr was used 8 times with the rotational speed set to 200,000 rpm for 20 seconds. The rotational speed then went down 8000 rpm. Subsequently, an opticross imaging catheter was advanced via the floppy rotawire. It was observed that the rotaburr never came in contact with the rotawire and did not remain in one position during ablation. It was then noted that the rotawire was detached. The detached part of the rotawire was then removed from the patient by snaring. It was then reported that the radiopaque tip could be removed but the core part still remained inside the patient. The procedure was completed with this device. There was no patient complications reported and the patient's condition is stable.